Event description:
As reported by the exactech knee replacement study, approximately thirteen days post initial tka, this (B)(6) male experienced right incision wound. Patient lower calf cellulitis and right incision wound increased redness. The event was resolved with medication. This event is not related to the device or the procedure.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
Section h10: h3: upon review, there is no indication of manufacturing or design issues. The most likely cause of the reported event appears to be the results of the patient conditions, which caused the infection.